Manufacturer narrative:
Concomitant medical products: 5554-53 crdm non-defib lead, 5054-58 crdm non-defib lead implanted: (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient had emergency surgery because the device was on recall. Follow-up with the clinic indicated that no device malfunction was noted; however, no additional information was obtained. Replacement appeared to have been initiated to preclude permanent impairment of a body function or permanent damage to a body structure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.